Event description:
The hcp reported the patient was implanted in 2005. Initially, the patient had a very good response to the deep brain stimulation therapy. In 2006, the patient began complaining of intermittent shock like sensations in the left pectoral region during positional changes or with pressure on the neurostimulator. The stimulation was stopped for one week and the shocking sensations disappeared. The symptoms returned after the stimulation was restarted x-rays of the skull, neck and chest revealed no anomalies in the device system; however, further investigation found high impedances on the right side of the brain. Exploratory surgery was performed in 2007. During the surgery, the neurostimulator was replaced and the event resolved.